Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the tip of the polyethylene angiographic catheter broke while being loaded prior to the procedure. It did not make patient contact, the product was discarded and the procedure was completed with another device, so there were no injuries or additional procedures reported.